Event description:
It was reported that the device was explanted due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory and was due to low battery voltage. A longevity calculation found the device below expected estimations. The device was testedon the bench and in the automated system; no anomalies were found and there was no source of high current drain. The battery was sent to the manufacturer and no anomaly was detected. The cause of the premature battery depletion was undetermined..